Event description:
It was reported that the patient presented to the emergency department in cardiogenic shock and required intubation and intensive care. It was determined there was no capture on the atrial and right ventricular leads resulting in exit block. The leads were removed and new leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; (B)(4) implantable pulse generator (ipg) (B)(6) 2012. (B)(6). (B)(4).